Event description:
On (B)(6) 2011 the customer stated that during bypass they noticed a leak on the luer lock. (B)(4).

Manufacturer narrative:
(B)(4). The sample was examined and the complaint condition was confirmed. The leak was determined to be minimal. All production staff were notified of this complaint condition. (B)(4).